Event description:
During implant, high pacing impedance was observed on the right ventricular (rv) lead. The lead was explanted and replaced to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.